Event description:
It was reported that during the patients implantable pulse generator (ipg) upgrade procedure, the physician struggled to remove the lead from the previous ipg. When the lead was finally removed, one of the contacts was missing. The physician suspected that the set screw was locked down on top of the contact causing it to flatten. The physician was able to find the missing contact and then discarded it. The lead remained implanted as the physician did not have the consent to replace it prior to the procedure. It was noted that the right column all had high impedances and coverage of the patients left sided pain was captured when programming was done around the impedance. The patient was doing well postoperatively.